Event description:
Health care professional reported a left side rupture and unilateral exchange. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, white particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases flat. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Health care professional reported a left side rupture and unilateral exchange. The device has been explanted.